Event description:
Appears to be a lack of glue or tube is too large for swivel causing swivel to disconnect from tube. When used in conjunction with a ventilator can cause great risk to the pt, and if not detached may cause resp. Failure. (*)